Manufacturer narrative:
The device has been received by baxter for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump with an occlusion was confirmed but not reproduced by service. Since this is a stay-in device, the quality engineer concluded that the root cause could not be confirmed and will be coded as not identified. The pump was not repaired at this time because the referenced device has been removed from service.

Event description:
This is a report of a flo-gard device that is occluding. The reported condition occurred during biomed testing. It is unknown if there was patient involvement, injury or medical intervention related to this event. No additional information is available.